Manufacturer narrative:
Na.

Event description:
The customer complained of a discrepant inr result for 1 patient from coaguchek xs professional meter serial number (B)(4). At 08:40 am the result from the coaguchek xs meter was 6.8 inr. At 09:16 am the result from the laboratory was 4.9 inr using the dade innovin method. There was no allegation of an adverse event and the patient's condition was "fine". There was no treatment based on the meter result. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet and medications. The patient did not have any bleeding or bruising. The patient's therapeutic range was 2.5 - 3.0 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Retention material complies with specification.

Manufacturer narrative:
The meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr, customer meter with masterlot strips: 2.1 inr. Donor 2: retention meter with masterlot strips: 2.6 inr, customer meter with masterlot strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.